Event description:
It was reported that the left ventricular (lv) lead impedance decreased since the last visit and was not pacing or capturing at maximum outputs. The lv lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the left ventricular (lv) lead impedance decreased since the last visit and was not pacing or capturing at maximum outputs. The lv lead was explanted and replaced. It was later reported that the lv lead dislodged. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that all conductors had blood/body fluid (not obstructed) and the distal conductor had blood/body fluid (not obstructed).